Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/25/2025. An investigation was conducted on 10/2/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. There were white spots observed through out the photograph. The image was also observed to be blurry as well. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The lot # 3000497346 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
Related to (B)(4). The hospital reported that they looked at the remainder of the vasoview hemopro 2 (w/vasoshield) kits that they had on the shelf and only 1 kit with the same lot number in complaint (B)(4) was found. The kit was opened and the same defect was seen on the conical tip. Therefore, this kit was removed prior to being used on any patient, no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.